Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The device had corroded motor home switch. It also had minor scratches on the lcd window. (B)(4).

Event description:
Customer's mother reported via phone call, the customer had jumped into the pool with the insulin pump. The device has water underneath the screen and it won't turn on. She didn't know the customer's blood glucose level. No cracks are noted on the device. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.